Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the vega knee system. As a result of having the product implanted, the patient has experienced loosening and instability of implant. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. A revision was performed. The adverse event is filed under reference (B)(4)..

Manufacturer narrative:
Manufacturing site evaluation: there are no explants provided for investigation. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation there are no pictures available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: regarding implant loosening a product safety case (psc) was initiated.

Event description:
No updates.